Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer had issues with sensor and blood glucose readings. It was noted that the customer was treated off their sensor readings, and it caused their levels to rise. The customer was advised not to treat off sensor readings. The customer declined to troubleshoot the device.